Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient stated right hip replacement (B)(6) 2003 of which the bone cracked by the surgeon. Patient stated since the surgery, he appears to have an allergic reaction right above the incision area of which a lesion with fluid. Dermatologist and physician are unable to explain the lesion per patient. Other health issues are kidney failure, lungs, heart failure, so he stated he is not a candidate for any additional surgery.

Manufacturer narrative:
An event regarding periprosthetic fracture involving a meridian stem was reported. The event was confirmed. Method & results: device evaluation could not be performed as no items were returned. Medical records received and evaluation: a review of the provided information by a clinical consultant states "on (B)(6) 2003, right total hip replacement was performed with a meridian tmzf stem and lfit head. The surgical report documents no issues or complications although the device list includes a dall-miles cable sleeve, probably used to stabilize a ¿crack¿ in the proximal femur during stem implantation but not further detailed in the surgical report. In 2004, left total hip replacement was performed with similar devices, also with no issues reported. The available medical records only cover the implantation of both hip devices around 2003 & 2004 but have no info on the problems reported more recently. There are x-rays attached but these do not contain any hip x-rays, only a CT/MRI of the brain plus chest x-rays. As such is there no info on the current skin problems. If this occurred early after surgery one could think of a subcutaneous suture working its way out but such would be rare at 14-years post arthroplasty. Also infection or other wound problems occur in the first few years post surgery, so are not very likely. Metal allergy to one of the implanted devices does not usually have local manifestations, is more of a generalized issue. At long term the skin lesion could be scar tissue with keloid formation which is hypertrophic scar tissue that exceeds the skin level and as such may cause irritation due to friction with clothing and more, up to occasional blister formation. If the patient has seen a dermatologist and he cannot classify the problem, I am afraid I have not much to add to this problem solving. Keloid formation is not really rare, so should be recognized by skilled physicians and surgeons alike. The likelihood of a relationship with the device itself would be very low although a relationship with the wound area and thus surgical exposure would be more likely and as such be a procedure-related problem. Actually, there is not enough info to solve the problem with adequate certainty as based upon current information, this needs more clinical information." Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. Conclusions: a review of the provided information by a clinical consultant states " the surgical report documents no issues or complications although the device list includes a dall-miles cable sleeve, probably used to stabilize a ¿crack¿ in the proximal femur during stem implantation but not further detailed in the surgical report." The exact cause of the event could not be determined because insufficient information was provided. Additional information including return of device, primary and revision operative reports, patient history, clinical history, progress notes is needed to fully investigate the event. If further information and/or device become available, this investigation will be re-opened.

Event description:
Patient stated right hip replacement (B)(6) 2003 of which the bone cracked by the surgeon. Patient stated since the surgery, he appears to have an allergic reaction right above the incision area of which a lesion with fluid. Dermatologist and physician are unable to explain the lesion per patient. Other health issues are kidney failure, lungs, heart failure, so he stated he is not a candidate for any additional surgery.